Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had experienced a loss of therapeutic effect for the second time in the right lead, the event was on (B)(6) 2015. On the day of the report the patient did not feel stimulation on the right side and electrodes were not showing within limits, the lead was fine. Impedances were checked at 7-3.0 v and group impedances as well. B1: 293 ohms, 4.762 ma- (left 0-7)- she felt this side and it was fine +2, -3, -4, +5, 3.3v, 500 pw, 80 rate b2: >4,000 ohms, less than 0.065 ma at 1.5 volts- (right 8-15) the right lead was the lead revised in (B)(6) 2014. +10, -11, -12, +13, 4.8v, 420 pw, rate 80 electrode impedances: 0,8- 21914 0,9- 29647 0,10- >40,000 0,11- 28558 0,12- > 40 ,000 0,13- 28558 0, 14- > 40,000 0, 15 >40,000 4,11- 27066 4,12- > 40,000 4,13- 29092 4,14 >40,000 4,15>40,000 5,8- 21914 5,9- 29647 5,10- > 40,000 5,11- 27066 5,12 > 40,000 5,13- 29092 5,14 >40,000 5, 15 > 40,000. The manufacturer representative tried reprogramming and they thought they felt stimulation at one time but it went away. The doctor checked the device under fluoroscopy and all connections looked fine. The physician always checked impedances after implant. It was unknown why the impedances were out of limits. All test were performed with the clinician programmer while on the phone with the technical support. As far as the manufacturer was aware the patient continued to not receive stimulation on the right side. If additional information is received, a follow-up report will be sent.